Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported complaints were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to difficulty inflating may include, but are not limited to, poor connection with the inflation device, patient anatomical morphology and patient disease state. Possible factors that could contribute to a break include, but are not limited to, stretching, interactions with the guide wire causing damage and force applied by user. It was reported that the catheter did not expand/inflate due to a break. Return device analysis was unable to confirm the reported beak or inflation issue on the returned device and there were no noted damages or issue. In this case, a conclusive cause cannot be determined since the complaints were not confirmed during return analysis and limited information was provided. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the ureter. The 5x80 mm armada percutaneous transluminal angioplasty (pta) catheter did not expand due to a break. There were no adverse patient effects. A new balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.